Event description:
It was reported that during the implant procedure, after connecting the lead to the pulse generator and placing the device in the pocket, pacing inhibition and asystole occurred when switching the device mode. A low level baseline noise was noted in the ventricular channel. The patient was asystolic for two seconds before the device mode was switched back. The physician elected to leave the device programmed the voo setting and continue to monitor the patient.